Event description:
It was reported that when a patient presented in the or for a device implant procedure, noise was observed when the device was put into the pocket. The device was replaced. Device header issue was suspected. The patient received no adverse consequences.

Manufacturer narrative:
The reported noise was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.